Event description:
It was reported that a scratch was noticed on an intraocular lens (iol) after it was inserted into the patient's eye. The incision was enlarged to remove the lens and another lens of the same model and diopter was implanted. Sutures were required to close the wound. Additional information was requested but not received.

Manufacturer narrative:
Although requested the device was not returned. The device history record (DHR) review did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.